Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01070.

Event description:
It was reported that a surgery had been performed with normal techniques and within two weeks, the humeral bearing became detached from humeral tray. Upon revision, bearing was moving freely and both humeral tray and glenosphere were properly seated. Attempts have been made and no additional information is available at this time,

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, b5, g3, g7, h1, h2, h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified scratches, wear marks and deformation. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.